Event description:
It was reported that, "surgeon say that poly was loose so it was revised and replaced with new insert and femoral head."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The lot and cat number were requested but not provided. The x-rays and medical records were requested, but not provided. If additional information becomes available then, it will be submitted in a supplemental report.